Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when the doctor used the guidewire to introduce the plastic stent into the common bile duct, he believed that the guidewire was not a stiff shaft as indicated on the label. The procedure was completed with the subject guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The customers' complaint for the wire not being what is labeled on the package has not been confirmed. The most probable cause of failure is attributed to a user preference issue based on reported event and review of the DHR. All labeling attached to the DHR indicates that the correct product was shipped out to the customer. The lot met all specifications relevant to the complaint upon lot release. The part number and label is correct for this reported lot. Review of the DHR also shows reconciliation of the devices manufactured match the number of the devices shipped out to the customer.